Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion¿ insulin syringe plunger cap was crushed. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 328509, batch no.: 8134552. It was reported the plunger cap was crushed at the top. Verbatim: relion consumer reported plunger cap damaged, stated that the cap was crushed at the top, problem occurred on (B)(6) 2019. Lot # 8134552, product # 328509, consumer was not able to locate an expiration date. Sending mail kit to consumer and replacement box to pharmacy.

Manufacturer narrative:
The following fields have been updated with additional information: short description: pr# 859757, damaged unit package and product is broken (04/11)

Event description:
It was reported that relion¿ insulin syringe plunger cap was crushed. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 328509 batch no.: 8134552 it was reported the plunger cap was crushed at the top. Verbatim: relion consumer reported plunger cap damaged, stated that the cap was crushed at the top, problem occurred on 03-15-19. Lot # 8134552, product # 328509, consumer was not able to locate an expiration date. Sending mail kit to consumer and replacement box to pharmacy.

Event description:
It was reported that relion¿ insulin syringe plunger cap was crushed. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 328509 batch no.: 8134552 it was reported the plunger cap was crushed at the top. Verbatim: relion consumer reported plunger cap damaged, stated that the cap was crushed at the top, problem occurred on (B)(6) 2019. Lot # 8134552, product # 328509, consumer was not able to locate an expiration date. Sending mail kit to consumer and replacement box to pharmacy.

Manufacturer narrative:
Investigation: customer returned (1) loose 31g, 8mm, 0.5ml relion insulin syringe. Consumer reported plunger cap damaged, stated that the cap was crushed at the top. The returned syringe was examined and the syringe was observed to have: - a damaged plunger cap - a broken plunger rod - a damaged barrel - a damaged flange a review of the device history record was completed for batch# 8134552. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint (plunger cap crushed/damaged). There were five (5) notifications [(B)(4)] noted that did not pertain to the complaint (plunger broken, barrel damaged). There was one (1) notification [(B)(4)] noted for cracked barrels and dry barrels. Bd was able to duplicate or confirm the customer¿s indicated failures. The syringe was caught in the sealing bars of the packaging machine, crushing the cap and breaking the plunger.